Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.0mm diameter medtronic ave s870 over the wire stent delivery system of unknown length was inserted into a diseased bypass graft. It was not possible to cross the moderately tortuous and calcified target lesion with another MFR's stent. The medtronic ave stent was then inserted and was also unable to cross to the lesion, therefore, the stent and delivery system were removed. Upon removal, the stent dislodged from the stent delivery system balloon into the proximal internal mammary bypass graft. The dislodged stent was deployed proximal to the intended lesion site using a percutaneous transluminal coronary angioplasty balloon. There was no additional clinical sequelae reported relative to the event. There is no further info available from the user facility despite repeated attempts to obtain info.